Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical analysis. The analysis demonstrated a damaged insulation at some 36 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was damaged. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 2 months artifacts and one inappropriate shock were reported. No other adverse patient side effects were reported. The lead was explanted and a new one implanted.